Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted as treatment for urinary stress incontinence in a female patient, age unknown. According to the complainant, approximately 18 months post procedure, she experienced pain in her buttocks. She had herself checked and she was treated with cortisone injections. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.